Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event. The fse contacted the customer and advised her to remove the b/f table covers then to clean any spillage from a dropped cup. The customer initialized without any issues. All errors cleared and the aia-2000 instrument is operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) -2017. There were no similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages are as follows: [4491] b/f table rotation motor home detection failure. Cause : the home sensor failed to activate after the b/f table rotated toward the home position. Solution : contact tosoh service center or local representatives. A [4496] b/f table rotation motor positioning sensor detection failure cause : the positioning sensor failed to activate after the b/f table rotation motor was rotated to the correct (home) position. New measurement will not start. The measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause for b/f table rotation motor home detection failure and b/f table rotation motor positioning sensor detection failure was spilled cups.

Event description:
On (B)(6) 2017, a customer reported error 4491 b/f table rotation motor home detection failure and error 4496 b/f table rotation motor positioning sensor detection failure on the aia-2000 instrument. The customer attempted to an all set home and removed one cup that dropped in the instrument. The customer was unable to run patient samples on the follicle stimulation hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.